Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. Customer tried 7 battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case at battery tube side. No unexpected blank display anomaly. However device received with high sleep current measurement due to corroded battery tube side. .